Event description:
It was reported the customer damaged their insulin pump. Customer reported dropping their insulin pump. The customer's insulin pump had broken apart at opposite ends of the reservoir compartment. The customer's blood glucose was 127 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.